Event description:
It was reported, the flex videoscope exhibited e216 (scope-communication error). And the image disappears at an angle. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, the reported events were confirmed by olympus. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that due to the stress of repeated use, external factors, or handling of the device, the image sensor unit was damaged, (such as disconnection or a part mounted on the electrical circuit board or integrated circuit chips and capacitors being broken), which could cause the error code 216 (communication error) and the image to disappear at an angle. The event can be detected by following the instructions for use which state: "chapter 3: preparation and inspection, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject events." Olympus will continue to monitor field performance for this device.